Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer originally reported that the device blade became jammed. The surgeon opened another device to complete the procedure. There was no pt injury. No add'l details were made available by the site contact. The device was returned for eval with the knife blade exposed.